Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043126) on 20-jul-2015. The most recent information was received on 08-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ('I've had uterine bleeding from this product') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("I get horrible ovarian cysts where one of the coils is located at") and weight loss poor ("lose weight after essure removal"). The patient was treated with surgery (hysterectomy-davinci). Essure was removed. At the time of the report, the uterine haemorrhage, ovarian cyst and weight loss poor outcome was unknown. The reporter considered ovarian cyst, uterine haemorrhage and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: weight loss poor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion / migration') and uterine haemorrhage ('I've had uterine bleeding from this product') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("I get horrible ovarian cysts where one of the coils is located at") and weight loss poor ("lose weight after essure removal"). The patient was treated with surgery (hysterectomy-davinci). Essure was removed. At the time of the report, the device expulsion, uterine haemorrhage, ovarian cyst and weight loss poor outcome was unknown. The reporter considered device expulsion, ovarian cyst, uterine haemorrhage and weight loss poor to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy noted) per pif. Concerning the injuries reported in this case, the following one was reported via social media: weight loss poor . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event device expulsion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5043126) on 20-jul-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ('I've had uterine bleeding from this product') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ("I get horrible ovarian cysts where one of the coils is located at") and weight loss poor ("lose weight after essure removal"). The patient was treated with surgery (hysterectomy-davinci). Essure was removed. At the time of the report, the uterine haemorrhage, ovarian cyst and weight loss poor outcome was unknown. The reporter considered ovarian cyst, uterine haemorrhage and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: weight loss poor quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event lose weight after essure removal was added. Case upgraded form non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.